Manufacturer narrative:
The device was not returned to any of olympus locations. The olympus field service engineer (fse) visited the user facility for inspection. Fse checked the device, but couldn¿t duplicate the reported phenomenon and found no anomalies in the camera cable. The user reported that the malfunction had not recurred as of september 1, 2021. Based on the device inspection result, omsc determined that the endoscopic image was not displayed due to the damaged camera cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, damage to the camera cable may have been caused by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against damage to the camera cable. By following this instruction, the user may have been able to prevent the reported event from occurring. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the morning check, the endoscopic image disappeared depending on how the camera cable was held. There was no report of patient injury associated with the event.